Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.